Manufacturer narrative:
There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure; therefore, no product is expected to be returned for evaluation.

Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, a third-party uterine manipulator instrument perforated the uterus, resulting in a minor injury to the sigmoid colon. The da vinci system, its instruments, and accessories did not cause or contribute to this event. The issue occurred during uterine extraction prior to closure of the vaginal cuff. The injury was minor, caused no bleeding, and was repaired with a single suture. The vaginal cuff was then closed, and the robotic procedure was completed without further complications. The patient experienced no postoperative issues, and there are no concerns regarding long-term complications.